Manufacturer narrative:
Occupation: cardiology procedures materials coordinator. Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the physician was unable to insert it through the sheath. The doctor looked closely at the iab after not being able to insert it, and noticed a small pin hole in the iab and noted that the iab membrane was not wrapped tightly around the catheter. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the physician was unable to insert it through the sheath. The doctor looked closely at the iab after not being able to insert it, and noticed a small pin hole in the iab and noted that the iab membrane was not wrapped tightly around the catheter. A new iab was inserted to continue there was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).